Manufacturer narrative:
H.4: manufacturing date was corrected form '11/20/2017' to '11/28/2017'. Visual inspection: upon review of the x-rays, it was observed that one of the set screws had disengaged from its associated screw and was free-floating. The device was returned and inspected. It was observed that the underside of the set screw exhibited abrasions indicative of rod contact. However, "windshield wiper" wear patterns were not visible. Functional inspection: the set screw was able to mate properly with a sample screw-rod construct. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. It is possible that the rod was not fully engaged by the set screw. Sub-optimal engagement between the set screw and rod could compromise the integrity of the capture mechanism at that level.

Event description:
It was reported that a denali atr set screw migrated post-operatively. The patient reported to have localized pain. Revision surgery was performed to remove and replace the migrated set screw.

Event description:
It was reported that a denali atr set screw migrated post-operatively. The patient reported to have localized pain. Revision surgery was performed to remove and replace the migrated set screw.